Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined. Patient information as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The customer reported 10 days after patient intubation, the joint part had been discoloered blueish. The tube was replaced and a discoloration of the tube edge was confirmed too. No patient harm was reported.

Manufacturer narrative:
(B)(4). One sample was received for evaluation. A visual inspection was performed and it was observed the tube does not presents discolorations the joint, and edges of the tube did not present any discoloration. No failure mode was observed in the received sample and all manufacturing controls were found acceptable and effective to detect the reported failure mode.